Event description:
Related manufacturer report number: 2017865-2025-10865. It was reported that the patients' right-atrial (ra) lead and right-ventricular (rv) lead failed to capture and were dislodged due to twiddling, causing the patient to experience bradycardia. The dislodgement of both leads was confirmed via chest x-ray imaging. As a resolution the ra lead and the rv lead were explanted and replaced on. The patient condition was stable.